Event description:
A surgeon reported a pt with residual astigmatism two weeks following intraocular lens (iol) implant surgery. He indicated he is planning to do a lens exchange. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Additional info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).